Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) reviewed the event as stated that a lead calcification was suspected. No adverse patient effects were reported. This rv lead remains in service.